Event description:
The customer reported via phone call indicating that the inulin pump had prime/fill anomaly. Customer's blood glucose was 7.9 mmol/l. Customer stated that insulin has squirted out twice with different sets at prime. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.